Event description:
It was reported that the user experienced repeat low blood glucose while using the ilet and was advised by her diabetes advocate to complete a factory reset; the agent discussed whether the lows were related to meal announcements or basal operation, guided the user through ilet setup, and provided education on meal announcement adjustment and prompt treatment of lows. Symptoms included low blood glucose with a low of 60 mg/dl requiring treatment. Outcomes included user self-treatment with oral glucose and no hospitalization. Investigation included user interaction and troubleshooting. Investigation of this case revealed the device was restored via setup sequence and user education was provided, with blood glucose in range at the time of the call. It was concluded that the cause of hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.